Manufacturer narrative:
(B)(4). The actual complaint product was returned for evaluation. One (1) opened sample with the original packaging and a note from the customer saying " never used on patient". The returned sample was placed on the lab table. There was an apparent break at the secretion view port. When viewed under 30x magnification, the break appeared jagged. The device history record for the lot number, m6006t505, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the catheter was received damaged. This occurred on (B)(6) 2016. This catheter was not used on the patient as it was noticed to be cracked and the catheter detached upon removing from the package. No additional information is available at this time.